Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear that was selected for use exhibited air ingress. Upon insertion and aspiration of the sheath, constant air ingress into the sheath valve was noted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned as disposed in the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear that was selected for use exhibited air ingress. Upon insertion and aspiration of the sheath, constant air ingress into the sheath valve was noted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned as disposed in the facility. It was further reported that no abnormalities were noted during the preparation or use of the sheath. Brk 98 cm needle and the farawave catheter were inserted into the sheath prior to, and/or at the time of the event. Pressure bag was used for irrigation of the sheath. At the time of farawave catheter insertion, the guidewire was inside the catheter and not visible. No air was seen in the patient. No fluid leaks were observed in the sheath.